Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however it is suspected to be due to the patient's progressive clinical disease.

Event description:
A patient with third-degree atrioventricular block was seen for a lead revision due to poor left ventricular lead measurements. A new lead was successfully implanted with good electrical measurements. Following the procedure, the patients blood pressure significantly decreased and the threshold had increased in both the left and right ventricular leads. The patient's rhythm began to decrease and no longer responded to the pacing. The physician attempted to resuscitate the patient without success. The cause of death is unknown, however it was suspected to be due to the patient's progressive clinical disease.